Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.6 mg/day) via an implanted pump. The patient¿s medical history included having a halo placed for a broken neck. The indication for pump use was non-malignant pain. It was reported that the patient came into the office today with a dose per day of 0.6 mg/day and the hcp intended to change it to 0.75 mg/day. The hcp stated that he did not recall changing the dose or seeing any alerts showing a significant dose per day change, but the pump was programmed to 79.976 mg/day. From there the patient went home and the hcp had to call the patient back. One hour and 10 minutes had elapsed at this higher rate delivering 3.3 mg in that timeframe. The patient had no symptom change and was doing fine 2 hours later. The hcp was also on the line at the time of the call and stated that he did not recall changing the dose per day to a high rate, so it was unclear what happened other than that there was some sort of a programming error. The hcp was going to have the patient come back into the office again to check the programming once more, but the pump had been updated back to 0.5 mg/day and that was confirmed before the patient went home.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.